Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The product was not used in a clinical trial. The event happened during a procedure. They were in the procedure at the time of the event. The event was monitored, case completed then pericardial drain inserted. There was no consequence to the patient due to the event. The surgery was prolonged due to the event, it was extended by 30 minutes due to drain insertion. Transseptal puncture was performed. Difficult transseptal so echo performed, small effusion noted, pressure fine, operator not concerned. Procedure was completed as normal. On post procedure echo effusion remained. Patient still not compromised but drain inserted. General anesthesia (ga) reversed and patient stayed overnight as planned. Physician¿s opinion on the cause of this adverse event was the procedure- transseptal puncture. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30885413m number, and no non-conformances related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).